Manufacturer narrative:
This supplemental report is being submitted to provide additional information.updated fields: b5.

Event description:
The fault was found before the procedure. The procedure was a diagnostic electrosurgery of the uterine cavity. The procedure was completed with a similar device. No further information given.

Manufacturer narrative:
This report is being submitted to correct the legal manufacturer's contact information and facility registration number. The facility registration number is 3003724334.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event was unable to be determined. However, it is likely the reported malfunction occurred due to a defective generator board that was causing error code e433. Additionally, it is likely the function (disturbed)/output occurred due to a faulty motherboard caused the generator to fail. The root cause of the reported malfunction could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the hf unit "esg-400" displayed error code e433. There were no reports of patient harm.

Manufacturer narrative:
This report is being submitted although the suspect medical device is not marketed in the USA. However, a similar device is marketed. Model # wb91051w/ catalog # wb91051w; brand name: high frequency unit, esg-400; common device name: electrosurgical system generator; 510(k): k203682; product code: gei. The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found the device displayed error code e433 due to a defective generator board. Furthermore, the following additional issues were identified during inspection: a defective motherboard, a scratched touch screen, the paint on the edge of the touch screen was detached, and the edge of the menu key in the front panel was damaged. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.